Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows for two long term stable coumadin pts: pt 1: date: (B)(6) 2010, inratio: 4.6, lab: 2.4. Pt 2: date: (B)(6) 2010, inratio: 5.8, lab: 2.2.